Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Coverage of the hypogastric artery.

Event description:
As reported in 2008 , this pt was implanted with gore excluder aaa endoprosthesis. After implantation of the trunk-ipsilateral leg component, imaging demonstrated that the right hypogastric artery was inadvertently covered. Pre-operative imaging measured the length from the lowest renal to the right hypogastric artery to be 19.5 cm. An 18cm trunk-ipsilateral leg component was implanted. Final angiography demonstrated the right hypogastric artery to be 15mm above the distal end of the device. A contralateral leg component was implanted on the left side, post-deployment, it was discovered that the device had to be moved up a few millimeters. The common iliacs were reported to be very smooth and without any apparent double densities. The pt is reported to be in stable condition. Further investigation is required.